Manufacturer narrative:
The product in question is not available for return for eval. A lot history review of the product in question has been requested but has not yet been completed. No add'l info is available at this time. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. No eval will be performed. No conclusion can be drawn.

Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2012, a rep from a contact lens shop reported that a pt experienced pain in the right eye (od) upon insertion of an (B)(6) brand contact lens. The pt was seen by an eye care professional (ecp) and treated for "pus on the black eye." The pt was contacted the same day and confirmed the shop rep's comment: the pt reported being treated with niflan dorps, gatifloxacin drops and an oral antibiotic for 2 days. The pt has resumed contact lens wear. On (B)(6) 2012, the treating ecp provided add'l info, the ecp confirmed that the pt presented (B)(6) 2012. The pt was diagnosed with a corneal abscess od "about 1mm, not reached to the papilla, peripheral area of black eye." The pt was treated with keflex and fenazox tablets tid x 2 days. On (B)(6) 2012, the pt returned for f/u and "resolution was confirmed."